Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and two unopened samples were returned for evaluation. All removable joints were tightened and tested for leakage per specification with passing results. The iso luer tapers were also tested and found acceptable. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports having issues with leakage of the IV tubing at the distal end where the tubing is attached to the luer lock. The IV's are leaking somewhere near the hub of the catheter and the luer lock of the tubing. No injury reported.